Manufacturer narrative:
The device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up appointment this pacemaker had a battery status of end of life (eol). Six months earlier the estimated longevity was 1.5 years. The device was explanted due to suspected premature battery depletion (pbd). No additional adverse patient effects were reported.